Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power issues, states their insulin pump did not work and not stay turned on and keeps turning off. Customer's blood glucose value was unknown. Customer has been off of the insulin pump for some time, due to unable to get supplies and insulin pump not working. Customer cannot find insulin pump at this time to troubleshooting. The device will not be returned for analysis.